Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and failure analysis investigation was completed. The usm was analyzed and found error 1162 in the logs pointing to the cannula. The usm was tested on an in-house system in normal mode where damage was located on the acsc. Usm was tested on a testing platform where it passed. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and replaced universal surgical manipulator (usm) 4 to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system was getting repeated 1162 faults. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to hard power cycle the patient side cart (psc) numerous times but the faults persisted. The tse informed the customer that they could perform the procedure with three universal surgical manipulators (usms). It was noted that the surgeon would prefer to use all four usms, but they could continue the operation with just three usms. The procedure was completing as planned with no reported injury.